Event description:
It was reported that the 9800 system had no indication of the x-ray being produced. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray lamp was replaced and the connectors reseated during the service call. The system was tested and found to be working as intended, and put back into service.